Event description:
The lead was returned with no information. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. A proximal portion was received measuring 17.5 cm. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: product ID: 5076-45, implanted: (B)(6) 2003. (B)(4).